Event description:
A customer reported that during cataract surgery, the system was not aspirating correctly at the beginning of sculpting. The handpiece and tubing were exchanged, but this did not solve the issue. The surgeon was able to complete the case, however, the surgical time was greatly increased.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2015-37960